Manufacturer narrative:
Sixty-seven (67) new. List #ms930, 7.5" (19 cm) appx 0.31 ml, smallbore ext set w/remv clave¿ were returned for evaluation. As received no physical damage or anomalies were observed. No mating device was returned for evaluation. Based on the binomial stages sampling to represent the lot population 35 samples were taken, each sample was tested as per procedure and no leaks or anomalies were observed. Complaint of leaks was not able to be confirmed or replicated. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
Samples have been received for evaluation. Investigation is pending. Additional reporter: (B)(6).

Event description:
The event involved a 7.5" (19 cm) appx 0.31 ml, smallbore ext set w/remv clave¿, clamp, rotating luer. It was reported that when attempting to inject the tube, the medications leaked out from the blue tip. The issue occurred six times on estimate. There was patient involvement and no adverse event. The customer indicated that they estimated this has occurred approximately six times in the past. A search of the complaint database showed no prior report of these events. No further details of additional occurrences were given.